Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed the device was in a no telemetry condition. A depleted battery and high current drain was also confirmed. Further analysis determined the cause to be a solder bridge on an integrated circuit.

Event description:
It was reported that the device could not be interrogated and had no telemetry. The device was explanted but not replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be well following the explant procedure.